Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, plastic slats broke inside the patient's body. They were able to retrieve the pieces from within the patient. There was no patient injury.